Event description:
It was reported that during a biopsy procedure, the collected tissue became small from the third actuation. The second device was used, but the collected tissue was also small. No error code was displayed. Although the cable was reset and it was confirmed the knockout tube was not clogged, the device could not collect the tissue properly. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.